Manufacturer narrative:
Date received by MFR date: 09/04/2014. The data acquisition pcba and data acquisition pcba to motor controller pcba cable were tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that the ventilator alarmed and went vent inop due to a data acquisition pcba adc failure. The customer reported the unit was in use on a patient and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers field service engineer (fse) confirmed the reported problem. The fse replaced the data acquisition pcb to motor controller pcb board cable and data acquisition pcb board to address the reported problem. Applicable final testing was completed per operating specifications.